Event description:
It was reported that the customer had an issue with the act button on the insulin pump. The button was not responding. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.